Event description:
This report was received from baxter customer service and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis coincident with dianeal therapy. During a call with baxter customer services for an unrelated issue, the following was reported. On an unreported date, the patient experienced stomach pain while he was on vacation and called his clinic who instructed the home patient to go to the local hospital in daytona beach. The home patient was admitted to the hospital on (B)(6) 2012. The hp stated that the (B)(6) traveled through the intestinal wall and into the peritoneal cavity. The hp does not know how he got the (B)(6), but stated that he does not believe that the baxter solutions, disposables or device caused the peritonitis. The hp stated he used his own baxter supplies the entire time he was in the hospital. The hp is being treated with ancef intraperitoneally (ip) (dosage, lot number and duration unknown). The hp was discharged from the hospital on (B)(6) 2012 and continues on antibiotics. Follow-up information was provided to baxter global pharmacovigilance by the hp's registered nurse who stated "the peritonitis was not related to baxter devices, solutions or disposable products and declined to provide further information. No additional information is available as of this report."

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis-no device malfunction or use error identified is not confirmed because disposable set was not returned to baxter, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.